Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that at power up, the device displayed "device malfunction: hw watchdog error" and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a depleted snap hat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the info known by the reporter upon query by hospira personnel.